Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an upper endoscopy at an unknown location.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the clip device presented a handling problem. When manipulating the clip by the sheath, it came loose, making it impossible to expose the clip and making it impossible to use. The procedure was completed with another resolution clip. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an upper endoscopy at an unknown location. Block h11: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device returned with the clip assembly attached and could advance through the tortuous path without any resistance. No other issues with the device were noted. The reported event was not confirmed. Based on the evidence of the product analysis it was found the device returned with the clip assembly attached and did the tortuous path without any resistance and any problem were found during functional testing. The returned device review showed no evidence of either the alleged(s) or any defect that could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the clip device presented a handling problem. When manipulating the clip by the sheath, it came loose, making it impossible to expose the clip and making it impossible to use. The procedure was completed with another resolution clip. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.